Event description:
Procedure: wedge resection. According to the reporter: the instrument was difficult to fire and staples did not form properly on the second firing. Oozing blood loss was reported as under 200cc. Additional tissue was resected with another device. Surgery time extension was reported as more than 30 mins.

Manufacturer narrative:
(B) (4). (B) (4).